Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, moisture was visible through the display lens. A leak test was performed and failed due to a crack at the top right corner between the display lens and pump seal. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, a crack in the battery compartment was found from the case seal to the bumper. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/05/2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.